Event description:
It was reported that "having been hospitalized on (B)(6) 2023 for a left pneumothorax, a drain was placed and after control x-ray on (B)(6) 2023, everything was back to normal. Another control x-ray was performed on the 24th, and to the great surprise, worsening of the condition with apical drop of 7cm. After multiple checks, it was observed that the tube connected to the drain was completely twisted and that the suction had been interrupted since (B)(6) 2023. It was also noted a 25% loss of lung capacity on the left side. The main tube was bent, and the suction was at 0 instead of the recommended 0.2 bar. The patient requested a transfer to another hospital and received a new machine. The other hospital directly talked about operating on the patient, the patient refused to have an operation, the drain was removed and the patient left the hospital."

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed based only on the information provided. To perform an evaluation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If defective sample becomes available at a later date this complaint will be updated as applicable.